Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem user guide instructs the user to remove any residual air from the cartridge. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge.

Event description:
It was reported that there had been multiple intermittent instances where insulin gauge was inaccurate and static. In addition, multiple intermittent minimum fill notifications occurred after the user filled the cartridge with approximately 260 units of insulin during the load sequences. Reportedly, the customer was using cold insulin and not performing the air removal step. Customer re-loaded the cartridge to resolve the issues. Customer¿s blood glucose level was approximately 180 mg/dl.